Event description:
Implant was removed at the request of the subject due to perceived "scratchy and rattling" noise. A review of the device history records revealed that it met all device specifications.